Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) pacing leads had exhibited low impedance values and that an insulation breach was suspected for both due to the age of the leads and the coiling of the leads in the pocket behind the device. Both leads were capped and replaced during a routine changeout of the associated device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58, implantable pacing lead, (B)(6) 2005. (B)(4).